Event description:
This lead was implanted on (B)(6) 2008 and remains implanted. It was reported to technical services on (B)(6) 2011 that this lead has noise. They were checked late friday. Uc davis follows patient. Clinic did lat download on the (B)(6). He had an episode - nsvt - but clearly noise on rv lead. Patient checked on (B)(6) and they could duplicate noise with expiration. When he valsalvaed, nothing, but when took in deep breath in (recreacted) and blew out (somewhat recreated), that is when it occurred. Nothing with bearing down, at nominals, didn't pick it up. Dropped him to least. He was tested at time of implant at least. Impedance and thresholds are fine. The only episode was on the (B)(6). Will monitor weekly at this point. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).